Event description:
It was reported that over the past years the patient had received the red rubber intermittent catheter without the coude notch indicator. The affected lots were ngfx1383, ngfz0157, nggq2744, ngfx2437, ngfz4302).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that over the past years the patient had received the red rubber intermittent catheter without the coude notch indicator. The affected lots were ngfx1383, ngfz0157, nggq2744, ngfx2437, ngfz4302).

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential failure mode is "missing indicator button". A review of the device history record did not show any problem or condition that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. A labeling review was not performed because labelling could not have prevented the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.